Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen and dimmer than before back light make it harder to read and left side of screen forcing to angle insulin pump to see display. Customer reported that the battery life was down to a week a half. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed displacement test. No unexpected low battery alarm anomalies noted. No unexpected back light anomaly noted. Device received with stripped battery cap coin slot. (B)(4).